Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No prime/fill anomaly noted. The no delivery alarm function properly during the basic occlusion test and occlusion test. The low reservoir alarm functions properly. Unit had minor scratched display window and cracked reservoir tube lip. The motor was tested outside of the device and passed.

Event description:
Customer reported she was rewinding the device and for some reason it was stuck. Customer's blood glucose was 347 mg/dl. Customer stated she had high blood glucose over 600 mg/dl about a month ago and was caused by a bent cannula and hasn't had any issues since. Customer current blood glucose was 347 mg/dl. It seemed the customer might have rewound the device while connected. The drive support cap appeared normal. No air bubbles or leaks noted. Settings were correct. High pressure test was performed and it failed twice. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.